Event description:
It was reported that the usb cable was frayed, and could no longer be used to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
Device not returned.